Manufacturer narrative:
The user facility stated that they were using the device for a cardiac arrest patient. The wraps were pre-filled with space between the wraps and skin enough to slip a hand in to ensure there is enough space. It was reported that there were no other preconditions, no medication, and patient was in stable situation. Wraps were on for 30 hours with no skin issues prior to this. At 24 hours they noticed the skin irritation. They checked the patient every 4 hours for skin condition and to move the patient. It was reported that this was soft tissue damage with applied pressure. The patient had open blisters and the customer applied a new skin bandage. It was identified that the patient woke up and was possibly turning causing friction to the point of blistering. Device not returned.

Event description:
It was alleged that the wrap may have been too tight and potential blistering occurred to the patients skin. The hospital believes it could be from the wrap being too tight on the patient. No medical intervention has been reported for this event.

Event description:
It was alleged that the wrap may have been too tight and potential blistering occurred to the patients skin. The hospital believes it could be from the wrap being too tight on the patient. No medical intervention has been reported for this event.